Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012536344 was returned and analyzed. Visual inspection was performed and the catheter was received with the guidewire threaded through. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The guidewire was likely stuck due to dried blood, saline, or contrast. Attempt to softening the guidewire using disinfectant to dilute potential dried blood which did not resolve the issue. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Dried blood and residue on guidewire was observed at the tip of the catheter which made it difficult to remove the guidewire. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Continuity test was performed with multimeter for the returned catheter, the electrical continuity test passed for all electrodes and impedance was normal. The catheter was reprogrammed before connection to the generator via a catheter interface cable test, and therapy deliveries we re successfully performed. In conclusion, the loop catheter failed the returned product inspection due to residue stuck on the guidewire/guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire was inserted into the left atrium, the sheath and the catheter were left in the right atrium, and then post mapping was performed. Afterwards, because treatment was required again, the left atrium fell into the right atrium with other manufacturer's and mapping catheter, and when the sheathand the catheter were reinserted into the left atrium, the guidewire could not be pushed and pulled from the middle. The catheter and wire were removed at the physician's discretion. Both were replaced with new catheter and guidewire. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.